Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot number of the device was unknown; therefore, a batch review could not be completed. A used patient sample was received for evaluation. Visual and functional inspections were performed. Functional testing performed included leak testing, clamp function test, and clear passage testing. The device passed all functional testing. Visual inspection identified damaged bent spike and damaged patient adapter. The reported problem of connection issue could not be confirmed, as the reported problem could not be verified/duplicated. Upon conclusion of the investigation, the cause of the event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-set was unable to be spiked with a uv flash transfer set. The issue occurred during use. There was no patient injury or medical intervention reported. No additional information is available.